Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? 2 what color cartridge was being used? Gold. What other color cartridges were used before and after this event? Only gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one device was returned with no visual non-conformances and with three fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a morbid obesity procedure, the endocutter did not cut the stomach on the second firing and the staples kept opened. The tissue is damaged and bleeds but no section was noticed. After firing with the other device, it is noted the open staples from the previous firing. According to the surgeon and the instrumentalist present during this procedure, the device was correctly loaded and the closure and firing was normal and there was not any strange noise. There will be annexed two images of the staples opened. The clips appearing on the photos were placed after this issue for hemostasis purposes. Unknown how case was completed. There were no adverse consequences for the patient.